Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the customer was performing vascular diagnosis, and the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the screen won¿t turn on while booting up. Review of system log file could not confirm the vwcb malfunction. Upon troubleshooting, fse checked the ultrasound vwcb and found that there were no mains to vwcb. The philips engineer has re-instated the lead. After which, the system was returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system screen did not turn on during boot up. The device was inside of clinical use at the time of the reported event, no harm was reported to philips. As per the field service engineer, the screen displayed philips splash screen but nothing else. Philips has started an investigation of this complaint.